Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 3531, serial# unknown, product type: external electrical stimulator.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had dry mouth and nightmares. The patient was referred to their doctor. Additional information was received one day later. It was reported that the patient took pain pills and usually didn¿t go as often. The patient felt soreness and the dressing felt damp on the incision site. Additional information was received on 2017-apr-25. The patient felt restless leg when the evaluation started but no longer felt it. Additional information was received a day later. It was reported that the patient stated, ¿I was expecting too much and I¿m not happy with progress¿. The patient was not meeting a minimum of 50% and adjustments were made on (B)(6) 2017 but they didn¿t help. Additional information was received on 2017-apr-27. The patient did not like the feeling of the therapy, last night was awful, and they did not get hardly any sleep. The patient felt symptoms had worsen and did not think they would be able to take this anymore and asked if they could have the lead removed today. The patient was referred to their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.